Event description:
A customer contacted beckman coulter inc. (Bci) stating that the electrolyte injection cup (eic) was leaking onto the overflow plate. No injury was reported.

Manufacturer narrative:
Bci cts (customer technical support) had customer stop system function and place paper towels in compartment. The customer was unable to locate source of leak. A field service engineer (fse) went on-site (B)(6) 2011 and found eic leaking from the rear valve. The eic was replaced about 2 weeks ago. Upon inspecting the eic while running, fse found reagent leaking from the back valve due to the faulty valve. Fse replaced the whole assembly due to rust in screw port of acrylic block.